Event description:
It was reported that impedance measurements were unacceptable on all electrode combinations once the system was tested together; troubleshooting did not correct the problem. The ipg was changed and impedance measurements were normal.

Manufacturer narrative:
(B) (4). Analysis was not complete at the time of this report; a follow-up will be sent once analysis is complete.